Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker detected variable right atrial (ra) impedance measurements. At this time, although the measurements have been high when tested in bipolar configuration, no out-of-range measurements have been reported. Technical services (ts) recommended reviewing the patient in clinic to assess the integrity of the ra lead. Of note, the lead is a non-boston scientific product. No adverse patient effects were reported. The pacemaker and ra lead remain in service.